Manufacturer narrative:
Manufacturer's report date: (B)(4) 2013. Internal file no: (B)(4). Because only a portion of the log was submitted by the customer, no clear heparin programming could be identified during the log review. However, the log review does show programming for a basic infusion initially programmed earlier in the same day which was restored at 8:17 pm with the restored rate of 7.5ml/hr. Because there is no programming for the reported heparin infusion that would account for an overinfusion, the devices were requested and have been received. A follow up report will be submitted once the physical evaluation is complete.

Event description:
The customer requested a log review for the report of an overinfusion of heparin, available details are as follows: the patient was to be started on heparin at 8:00 pm on (B)(6) 2013, at a rate of 750 units/hr (7.5ml/hr). At 11:00 pm the module had an occlusion alarm. At 12:00 on (B)(6) 2013, the pump was alarming 'air in line', and the entire 250 ml bag of heparin reportedly had infused. Medical intervention was required. The patient was treated with a bolus injection of protamine and a protamine drip for 7 hours. There was no harm to the patient.